Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 20291128.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration as evaluated under fluoroscopy. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.